Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is fully expanded and is no longer on the balloon. Microscopic examination revealed no additional damages. The balloon is loosely folded and there is contrast in the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is no longer in the manufactured position and appears to have been deployed.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the initiation part of the vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the stent was dislodged inside the catheter outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the initiation part of the vertebral artery. A 6.0mmx18mmx150cm express vascular sd stent was advanced for treatment. However, during the procedure, the stent was dislodged inside the catheter outside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.